Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 600mg/dl. The customer¿s blood glucose level was 253 mg/dl at the time of the incident. The customer¿s symptoms were hyperglycemia, and the customer was treated with the insulin pump and candy. Customer was not sure how it happened, and had to be hospitalized in the emergency room. It was not the drive support cap appeared normal, but a 5u filled cannula did not deliver enough insulin. No troubleshooting was performed. Customer was advised to replace the infusion set, and a replacement infusion set would be sent out. The insulin pump will be returned for analysis.